Manufacturer narrative:
(B)(4). No sample has been returned for investigation. Without the actual sample, a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. If the sample and/or additional pertinent information becomes available, a follow up report will be submitted. The device history record was reviewed and no abnormalities were found during in-process or final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in the (B)(4)): email notification from nurse that a patient, who last wednesday at 14:30 the fluorouracil is connected, the easy pump and tonight though was empty at 5:00. This means that the> 9: 00hrs has been running its faster than prescribed. In this patient, this is now the third consecutive time that the pump is ready earlier, but never this quickly.